Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the basic occlusion, occlusion and excessive no delivery tests due to the prime/fill anomaly. The pump was tested with water liquid in the reservoir, and no gap between the motor slide and reservoir were noted. The pump also had minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that their insulin pump was squirting out of their insulin pump during manual prime. The customer states that they cannot exit the "preparing to prime loop". The customer's blood glucose level was 311 mg/dl. The customer states that they received no prior alarm before the issue took place. The customer was assisted with checking the alarm history on the pump and only found a low battery and low reservoir alarm. The customer was assisted with troubleshooting and was walked through the proper method of changing the reservoir and infusion sets. However, the troubleshooting did not resolve the issue. The customer sent the insulin pump back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See (B)(4) for related documentation.